Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that motor arm failed self test alarm. The customer¿s blood glucose level was 180 mg/dl. The customer reported that the alarm did not occur during the rewind, prime sequence. The customer was assisted to troubleshoot and insulin pump shuts off after alert. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan.

Manufacturer narrative:
The insulin pump was received with constant a64 alarm due to a faulty y1 on the rf board. Unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to a64 alarm.